Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag to check for leaks results: the water bag test revealed water leakage at the joint of the water bag spike and feedset tube, confirming the reported fault. The visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube. A lot check revealed two other similar complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. Our monitoring and trending of leaking mr290 feedset tubing has a rate of occurrence of 38 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage at the connection of the bag spike and water feedset tube of an mr290v autofeed humidification chamber during use. No patient consequence was reported.